Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results for several patients. Two patient samples when tested for accutni gave results of 0.98 and 0.53ng/ml respectively and upon repeat on a different instrument, they gave results of 0.02 and 0.04 respectively. The erroneous results were reported outside of the laboratory and corrected reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were drawn in lihep plasma tubes with gel separator. Qc was recovering within range. A field service engineer (fse) was on-site 03/20/2009: fse adjusted mixer motor speed slightly, adjusted transducer voltage, and tightened the incubator belt. All hardware verification testing passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.